Event description:
No change to previously reported event.

Manufacturer narrative:
Event summary: it was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2010. Subsequently, the patient complained of mild groin pain during their 6-year follow-up visit on (B)(6) 2016 with possible acetabular loosening. Review of received data x-ray review (has been performed by a radiologist): (B)(6) 2010: left hip arthroplasty components are anatomically aligned. Operative skin staples are present. (B)(6) 2012: left hip arthroplasty components remain anatomically aligned. There is no interval change in component positioning. 4/7/16: left hip arthroplasty components remain anatomically aligned and without change in component positioning. There is interval development of thin radiolucency along the acetabular component and along the proximal aspect of the fixation screw. There is no radiographic evidence of implant loosening. There is also suspected osteolysis at gruen zones 1 and 7 without evidence of component loosening. Impressions: interval development of acetabular and femoral osteolysis as noted without radiographic evidence of implant loosening or change in position. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent initial left tha on (B)(6) 2010. Initial operative noted no complications. The hip was noted to be stable through all plains of rom. 6 years post implantation, review of adverse events report was indicative of mild groin pain and possible acetabular loosening. Lab reports for metal ions were within range. Review of x-rays showed left hip arthroplasty components anatomically aligned and without change in component positioning. There is interval development of thin radiolucency along the acetabular component and along the proximal aspect of the fixation screw. There is suspected osteolysis but no radiographic evidence of implant loosening. Devices analysis no product investigation possible as devices remain implanted. Review of product documentation this device is intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary it was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2010. Subsequently, the patient complained of mild groin pain during their 6-year follow-up visit on (B)(6) 2016 with possible acetabular loosening. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent initial left tha on (B)(6) 2010. Initial operative noted no complications. The hip was noted to be stable through all plains of rom. 6 years post implantation, review of adverse events report was indicative of mild groin pain and possible acetabular loosening. Lab reports for metal ions were within range. Review of x-rays showed left hip arthroplasty components anatomically aligned and without change in component positioning. There is interval development of thin radiolucency along the acetabular component and along the proximal aspect of the fixation screw. There is suspected osteolysis but no radiographic evidence of implant loosening. The quality records of the biolox head show that all specified characteristics have met the specifications valid at the time of production. The document based investigation results did not identify a non-conformance or a complaint out of box (coob) related to the biolox head. As the product remains implanted, a product investigation could not be performed and therefore it remains unknown if the biolox head led or contributed to the reported groin pain and the possible acetabular loosening. Based on the investigation, we were not able to identify an exact root cause for the reported issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number: 00620204422, item name: shell porous with cluster holes 44 mm, lot #: unknown. Item number: unknown, item name: unknown screw, lot #: unknown. Item number: 00784801101, item name: modular neck aa 12/14 neck taper use with +0 heads only, lot #: unknown. Item number: 00771300600, item name: modular femoral stem press-fit plasma sprayed cementless size 6, lot #: unknown. Item number: 00630504428, item name: liner standard 28 mm i.d. For use with 44 mm o.d. Shell, lot #: unknown. The manufacturer did not receive x-rays but received other source documents for review the device has not been received for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient was implanted with biolox head. Subsequently during a 6 year follow up visit patient reported that he was suffering from mild groin pain. Also there was possible acetabular loosening. Symptoms are being treated with observation and a blood work up. No revision surgery is scheduled at this time.